Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the gap in the adhesive is due to physical stress. However, the root cause of the reported event is unable to be determined. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope had a disconnection and leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive part of the objective lens was peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to a pinhole on the universal cord, water tightness was lost. Due to damage on the light guide cover glass, water tightness was lost. The adhesive around the objective lens was peeled. The bending section cover had a scratch. The adhesive on the bending section cover had a chip. The control unit had a scratch. The grip had a scratch. The light guide connector had a scratch. Switch 1 had a scratch. The protector of the video cable section had a scratch. The video connector had a scratch. The video connector case had a scratch. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to damage on the charged coupled device unit, the image had white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.